Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that customer is experiencing low blood glucose levels. An emergence medical technician was called for low blood glucose issues. Customer's blood glucose reading was 54 mg/dl. Nothing further reported.